Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, pt reported having elevated blood glucose concerns while using the infusion sets. Pt stated he has had elevated blood glucose issues for the last month or so. Pt reported blood glucose readings in the 400's mg/dl. Pt stated the infusion device never displayed any error messages. Pt target blood glucose range is around 120-140 mg/dl. Pt reported he attempted to bolus to bring his blood glucose down and then he went to the hospital in the evening when the bolusing didn't help his readings. Pt stated the infusion headset and infusion tubing were in use for 2 days or more. Advised to change the infusion set every 48 hours. Pt reported there were no leaks in the system. Advised pt of other infusion set options. Pt stated he went into the hospital with a blood glucose level close to 900 mg/dl. Pt reported he was placed on an insulin drip over night and resumed pump therapy the next day with a different type of infusion set. Pt stated his blood glucose level has been great ever since. Pt reported he was released after 2 days in the hospital. Sending replacement infusion set; no product return was requested.